Event description:
Reporter stated that pt's device delivered an unplanned 10-unit bolus at 4:30 pm on (B)(6) 2004. Pt experienced low blood glucose (47 mg/dl). Pt contacted physician who advised pt to ingest "tablets" to raise blood glucose. No errors were generated by device. Pt switched to back-up device.